Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged with difficulty breathing /short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Congenital anomaly/birth defect. After review, it was determined no congenital anomaly/birth defect was reported and this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1.